Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over to pyxis. A technical support specialist (tss) dialed into the server, ran a downtime query, observed no dc flag on the carefusion care coordination engine (cce), restarted the external messaging and all .net-related services noticed the xml/msg count began to drop and waited until it reached zero. The tss confirmed that the cce message was current, contacted the customer and confirmed whether the medication was able to be viewed. The issue was resolved, and the customer granted permission to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the orders were not crossed over to pyxis. The customer reported that the malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.